Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative as part of a clinical study regarding a patient implanted with an implantable neurostimulator (ins). Urinary incontinence by daily urgency was reported. Overactive bladder due to a lack of effectiveness of the ins was noted. Diagnostics/troubleshooting was unknown. Botox injection associated with the explant of the ins and lead took place on (B)(6) 2018. The issue resolved on (B)(6) 2018. The investigator assessed the event as not serious, not related to the procedure, and related to the stimulator. Urgency/pollakiuria was noted as patient medical history. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's weight at the time of the event was unknown, but the weight at the time of enrollment into the study was (B)(6). It was also noted that the status of the explanted devices was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that return of bladder hyperactivity was due to efficacy decreased and high impedance. The event was related to the stimulator and stimulation.

Manufacturer narrative:
H2. Correction: upon further review, device code c63026 does not apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.